Manufacturer narrative:
Evaluation: the agent reported, "infection presented 3 weeks post op, pt required full removal, disinfection, and implant revision with same sized implants. " the previous surgery and the surgery detailed in this event occurred 30 days. Item number: 508-65-000, item description: altivate reverse mod baseplate and taper kit, 6.5mm ne, lot#: 5008a1167, part revision: a, product type: shoulder, manufacture date: 06-dec-2024, expiration date: 26-nov-2029. This evaluation is limited in scope as limited information was provided to enovis surgical - austin for examination. If information regarding cultures identified in the infection, the severity of the infection or any other relevant information is submitted at a future date, this investigation will be re-evaluated. There were no findings during this evaluation that indicate that the reported device(s) was the source or had a direct connection with the patient's infection. Root cause: the root cause of this complaint was reported as an infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. Due to the short time between the original surgery and the revision, it is possible that the infection was acquired in the hospital (nosocomial). It is also possible that the patient was not compliant with post surgical instructions. There are multiple factors that may contribute to an infection that are outside of the control of enovis surgical. Containment: inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully. Device history records review: a review of the device history records (DHR) confirmed that the reported components used in the previous surgery met all design and manufacturing requirements at the time of release. Two associated nonconforming material reports were identified: ncmr-78110 for part 506-04-118 and ncmr-74826 for part 506-04-114. Ncmr-78110 documented that four lots were missing required form 1000.3480.01 rev a from the work order router; all affected units (B)(4) total) were reworked and accepted following proper justification, with no scrap reported. Ncmr-74826 documented a 100% re-inspection of 782 units to verify that the screw size matched the outer packaging per rework instructions; all units were reworked and accepted with no adverse impact to performance or safety identified. All other items within the respective lots met fit, form, and function requirements. Additionally, the devices were confirmed to have undergone an acceptable sterilization process and were within their labeled expiration date at the time of the previous surgery. Complaint history: customer complaint history of the reported device(s) showed no present trends or ongoing issues that need review.

Event description:
Infection presented 3 weeks post op, pt required full removal, disinfection, and implant revision with same sized implants.